Manufacturer narrative:
Per the instructions for use (IFU), device malposition with paravalvular leak is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the reported slightly ventricular position of the valve with subsequent pvl cannot be confirmed. However, it is likely that patient factors (mild annular calcification and severe leaflet calcification), in addition to a discrepancy in area sizing led to the malposition and pvl. IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure a 23 mm sapien xt valve was prepped with 18cc per request of the physician, and placed 50:50 aortic/ventricular (a/v). Post deployment the xt valve position was 40:60 a/v, with 2+ paravalvular leak (pvl) and no central aortic insufficiency (cai) noted. The physician added 1.5cc to the system and post dilated the valve, but the 2+ pvl remained. It was decided that the 1st valve might be a little low (40:60 a/v), causing the pvl. A 2nd 23 mm sapien xt was prepped with 2.5cc extra added to the balloon. Pre and post deployment of the 2nd valve position was 70:30 a/v with 1+ pvl and no cai noted. The physician added 1.5cc and post dilated the valves, resulting in trace pvl. The patient responded well. Per report, the aortic valve had mild annular calcification, severe calcification, and its area measured 465mm2 by CT and 390mm2 by 3d tee.